Manufacturer narrative:
Investigation results: visual inspection of the returned device shows that the outer silicone coating and latex balloon material was torn. The complaint is confirmed for balloon failure.

Event description:
It was reported that during a saphenous vein harvesting procedure, the balloon on the short port was leaking. The report did not provide any add'l info. No pt complications were indicated on the report.